Event description:
A surgeon reported that he inserted and had to explant an intraocular lens, (iol) and back up lens because they were defective. The first one had a dark dent and the back up had the dent with a strand attached to it. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the back up lens.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested by phone on 01/23/2012. (B)(4).